Event description:
On 6/9/94, pt presented for admission with hypotension, acute respiratory distress, nausea, and vomiting. On 6/9/94, diagnosis was cardiogenic shock and emergency surgery was done for mitral valve prosthesis disruption with wide open mitral insufficiency. On 6/9/94, valve found with a leaflet absent (missing leaflet not found). Pt expired during surgery replacing valve.